Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock. It was noted that the patient was in ventricular tachycardia (vt) at the time of the shock. The patient was hospitalized, troubleshooting was done on the device, and the patient's medication was adjusted. The device remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.